Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong two-piece connector proximal segment. One locking arm was detached from the connector and was not returned. The cannula exhibited a partially circumferential fracture just distal of the break site. The second locking arm exhibited a nearly complete fracture. Microscopic inspection of the break and split sites revealed dully granular fracture surfaces. The split edges were sharply defined. No deformation was observed in the vicinity of the fractures. Device manipulation may have contributed to the observed damage; however, the lack of deformation and mechanical damage at the fracture site suggested that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation and environmental factors contributing to material embrittlement.

Event description:
It was reported that the extension tubing and the oversleeve portion of connector was connected after the catheterization, and the clip on one side of the extension tubing was broken. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reas1150 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing and the oversleeve portion of connector was connected after the catheterization, and the clip on one side of the extension tubing was broken. No other information was provided.